Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician could not get the setscrew back into the implantable cardioverter defibrillator (ICD) header after unknowingly torquing the setscrew out of the header. The physician tried to get the setscrew back into the device header but could not get the setscrew to be released from the torque wrench. The physician then asked for a new device and a new device was opened and placed on the scrub table; however, the physician could not get the right ventricular (rv) pace/sense lead pin to detach from the device. A tug test was performed on the rv pace/sense lead pin and all measurements were within normal range. The physician decided to implant the device and the rv lead. The device and rv lead remains in use. No patient complications have been reported as a result of this event.